Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus for 22 units instead of calculating a bolus request for 22 units of carbohydrates. Based on the customer's insulin on board (iob) of 21.93 units confirmed that the bolus had been fully delivered. During the time of the call, the customer's blood glucose (bg) level was 200 mg/dl. Tandem technical support advised the customer reach out for medical attention as the customer was pregnant. Several hours later during a follow up call, the customer reported going to the emergency room (ER) for a bg level of 60 mg/dl. The customer was treated with an intravenous (IV) of sugar and juice, and 4 hours later, the customer left the ER with a bg level of 170 (mg/dl) and feeling stable.